Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the right anterior tibial was pre-dilated using an amphirion balloon. Approximately 7 months post procedure the patient suffered right restenosis of the tibial artery and was treated by vascular intervention involving the target limb. The investigator assessed the event as not related to the index device, procedure or paclitaxel. The sponsor assessed the event as not related to the index procedure or paclitaxel, and possibly related to the device. The patient recovered.